Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. The samples were repeated on another cobas pro ise analytical unit. Patient 1 initial sodium result was 152 mmol/l, and the repeat result was 138 mmol/l. The initial chloride result was 119 mmol/l, and the repeat result was 108 mmol/l. Patient 2 initial sodium result was 151 mmol/l, and the repeat result was 139 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was dkt53. The chloride electrode lot number was dlf81. The expiration dates were not provided. The field service engineer found that the ise electrodes were almost at the end of their life. He replaced the ise electrodes, performed daily maintenance, and adjusted the ise probe. He ran calibration, precision, and qc, which all passed. The investigation determined that the service actions resolved the issue.